Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide prong and cover glass were broken and there were dents on the edge. Based on the results of the investigation, it is likely the following led to the malfunction: the light carrier tip falls apart due to broken a light guide prong/ cover glass and dents on edge due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope's light carrier tip falls apart. The issue occurred during reprocessing. There was no patient involvement.

Event description:
It was reported that the rigid video scope's light carrier tip falls apart. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.